Event description:
Initial report: this non-serious spontaneous case from (B) (6) was reported on (B) (6) 2010 by a physician and upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree. (B) (4). This case involves a female patient who received 1 vial of poly-l-lactic acid (sculptra) therapy for cosmetic reasons, and the day after therapy, the patient's jaw tightened up and she could not open her mouth. Other suspect drugs- lidocaine was given in combination poly-l-lactic acid. Relevant medical history and concomitant medication information were not mentioned. Action taken: no action taken. Corrective treatment- unknown. Outcome- recovered/ resolved 2-3 days later. A ptc (pharmaceutical technical complaint was initiated: (B) (4). Pharmacovigilance comment: sanofi-aventis company comment dated (B) (4) 2010: this case involves a female patient of unknown age who reportedly developed tightening of her jaw, where she could not open her mouth, the day after receiving sculptra therapy (which was given in combination with lidocaine). Assessment of this case is confounded by the co-administration of lidocaine. In addition, without knowing more details of the event (i.e. Was this tmj versus trismus, any prior history of similar events, presence of associated signs/symptoms, etc.), patient's medical history, risk factors and details of concomitant medications, details of suspect drug administration (location of the injections, volume of sculptra injected into each area, etc.) , details of corrective treatment received, pertinent diagnostic exam findings, results of re-administration of sculptra, and a health professional's causality assessment, a thorough medical evaluation of this case can not be made.